Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that after insertion a leak was noted in one of the lines. The catheter was removed.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one 3-lumen 7fr x 16cm cvc catheter. A visual exam was performed and catheter showed evidence of use but no defects or anomalies were observed. Microscopic examination revealed a thin slice in the body. The slice had smooth and jagged edges with an appearance that is consistent with being cut by a sharp instrument. The slice was located on the catheter's medial extension line approximately 10.1 cm from the distal end of the luer hub. The location of the slice was consistent with the slice identified during the visual inspection. With the catheter body occluded, water was injected into the catheter luer hubs for each of the extension lines using a lab inventory 10 ml syringe. No leak was observed in the proximal or distal lumen. A leak was observed in the medial lumen. The leak occurred in the medial extension line at a location 10.1 cm from the distal end of the luer hub. The location of the leak was consistent with the slice identified during the visual inspection. A device history record (DHR) review was performed on the catheter and did not reveal any manufacturing related issues. (Con't) other remarks: the instructions for use (IFU) provided with this kit was reviewed as part of this investigation. The IFU directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU also cautions not to secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow and to not use scissors to remove dressing to reduce risk of cutting catheter. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The report that the catheter leaked was confirmed through visual and functional testing of the returned sample. The catheter body leaked from a slice in the medial extension line. The appearance of the slice was consistent with being cut by a sharp instrument. Based on the appearance of the leak site and since no leakage was reported prior to the catheter being inserted into the patient (pre-insertion flushing), it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that after insertion a leak was noted in one of the lines. The catheter was removed.